Event description:
It was reported that homechoice (hc) machine generated a high drain 103 alarm during night drain in cycle 3. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device for evaluation. Visual inspection and functional testing were performed. The reported condition of a high drain volume 103 alarm was confirmed during review of the device logs but was not duplicated during evaluation. The root cause was determined to be that one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.